Event description:
Fail code 804:22. Info was not provided regarding whether or not the failure occurred during a pt infusion. No reports of any pt incident involving this pump since the last baxter service event.